Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had anomaly in the rewind process. The customer stated that insulin pump did not prime or rewind with the reservoir, if they did the whole process with her finger it works but when she puts a reservoir and infusion set it did not work. Customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.